Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine had shown a failed space, but there was nothing to recover. The field service engineer (fse) ran hardware test application and tested the doors; all tests were good. The station and rpi were rebooted, but this did not resolve the issue. Each tower was failed and recovered until the door was cleared. It was identified as a phantom failure. The failed door was cleared and tested again. The failure did not occur during a dispensing workflow. No adverse reactions or patient harm were reported. Hta was run again, and all doors tested good. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the machine displayed a failed space; however, when the user attempted recovery, no space appeared failed. There were no alerts in health site viewer. The user was unable to remove medication from the indicated failed space. Both soft and hard restarts were performed, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.